Event description:
Reportedly a 2800, unknown size valve was explanted due to unknown reasons. Explant date of device is unknown at this time. Device is available and will be returned by sales representative. No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: calcification is heavy in the cusp area of leaflet 1, moderate in cusp of 3, and minimal to moderate in cusp of 2. Calcification is minimal to moderate at free margin of leaflet 1 and minimal at the free margin of leaflet 2.calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue, at both aspects, and into the orifice by at the greatest point by approximately 2mm. Host tissue is moderate at the stent outflow and the stent inflow. Hematoma is detected in the cusp area of leaflets 1 and 2 at the outflow aspect. The x-ray demonstrates calcification. (Model# 2800). This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Manufacturer narrative:
A device history record was not possible, due to no lot/serial number was provided.

Event description:
It was reported that the 9600 system would not save image. No pt injury was reported.